Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported break/loose strain relief. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation of the 5 x 250 mm armada 35 balloon dilatation catheter (bdc) the strain relief felt loose. The device was not used in the patient and there was no patient involvement. A new bdc was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.